Manufacturer narrative:
The gas delivery system and cable assembly were returned for failure investigation. The customer complaint was not verified. The returned parts passed all testing. There was no fault found.

Event description:
The customer reported the ventilator gave check vent alarm for machine pressure sensor autozero failed. The ventilator was not on a patient. The customer confirmed the error log reflected machine pressure sensor autozero failed. The remote service engineer (rse) reviewed the suggested repair per the manual which indicates an issue with the autozero solenoids or the data acquisition (da) pcba which are both part of the gas delivery system (gds). The customer states the gds was recently replaced during onsite service. An authorized service provider (asp) went onsite and performed troubleshooting, reviewed the error logs, and determined the gds that was installed previously had a bad autozero pressure sensor. The asp replaced the gds and the da to motor controller pcba cable and the issue was resolved. The ventilator successfully passed performance verification tests.